Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results. Visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal end of the ro marker. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon inflated successfully on the first attempt. However, on the second attempt, the balloon ruptured. It was determined that the dilation performed thus far was sufficient, and the procedure was completed. There were no patient complications reported as a result of the event. The patient condition at the conclusion of the procedure was reported as "no problem".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon inflated successfully on the first attempt. However, on the second attempt, the balloon ruptured. It was determined that the dilation performed thus far was sufficient, and the procedure was completed. There were no patient complications reported as a result of the event. The patient condition at the conclusion of the procedure was reported as "no problem".